Event description:
It was reported that during patient treatment, the compressor alarmed for low pressure. There was no patient harm. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The claimed issue was related to low pressure alarm. The issue was decided to be reported as it may lead to stop of ventilation. Identification of issue has been done by analyzing problem description. There was a hole in compressor tubing and the air was leaking. The reason of the issue was that the position of the spring that prevents the friction between the tubing and the pump body was shifted, causing the tubing and the pump body to contact friction. The problem has been resolved by replacing compressor tubing kit and the device was delivered to the user in working condition.

Event description:
Manufacturer's ref #: (B)(4).